Event description:
Information received indicates that prior to actual use, but following surgical incision of the aorta, a defect was noted in the distal tip of the cannula. The unit was changed out prior to use with no consequence to the patient.